Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3. Manufacturer email address. G1. Contact office name and email address. G1. Contact office - manufacturer site - email address. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvt4h13, (imp, tsv, 4.1, 13, mtxf, mg, ha) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its internal and external threads. The implant had some removal damage near the collar area. However, no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvt4h13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental: medical: allergic reaction¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products tsvtb8, imp, tsv,3.7,8, mtx,mg lot 1256197. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental implants located in dental positions number #25 & #14 failed due to an allergic reaction. The doctor reports that the procedure was not concluded by placing another implant.